Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication via an implantable pump for unknown indication for use. The physician and patient reported loss pain relief abruptly at an unknown date. Catheter access port (cap) procedure completed on unknown date and unable to aspirate successfully. No known factors may have led or contributed to the issue. Patient had catheter replacement and physician and patient decided to replace pump at the same time to prevent surgery again for pump replacement at end of service (eos). The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8709, lot#serial#: (B)(6), implanted: on (B)(6) 2001, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(6), ubd: 05-feb-2003, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the cause of inability to aspirate was not known. Pump was discarded because no known issues and was functioning properly per physician. The old catheter was still implanted.

Manufacturer narrative:
Correction made to section d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.